Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side implant exchange (rupture was observed during explant surgery).

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "rupture", "hole, non-specific" observed during explant surgery. The device has been explanted.